Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the clinical specialist that the facility reported they had some powerglide catheter that have been kinking at the hub. The facility stated "perhaps it had something to do with the statlock anchoring the catheter down to the skin". The clinical specialist stated she could not see what the facility described and did observe an insertion that was successful, without the statlock interfering with the performance of the catheter. No patient injury was reported.